Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had two boxes of tampons and all of the tampons were inverted in the applicators with the string coming out the top of the applicator. She did not use any of the tampons and discarded them.